Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) 'stent migration'. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A patient's family member reported to boston scientific corporation that a bsc plastic biliary stent was implanted in the bile duct of a patient on (B)(6) 2015 during a stent placement procedure. The plastic stent was implanted in the bile duct to treat a fatty, non-cancerous tumor at the head of the pancreas. The plastic stent was successfully placed and the procedure was completed with no issues reported. Following the procedure, the physician did not feel as though the plastic stent would work long term for this patient. Therefore, the physician rescheduled the patient to return in order to have a metal stent placed. On (B)(6) 2016 during the planned stent replacement procedure, the physician reported that the previously implanted plastic stent had migrated. The physician removed the migrated plastic stent from the patient and implanted a wallflex biliary rx covered stent. There were no reported issues with the wallflex biliary rx covered stent during placement. The procedure was performed as an out-patient procedure and after observation was completed the patient was discharged from the hospital. According to the complainant, four hours after the patient had been discharged from the hospital the patient experienced a fever of 105 degrees fahrenheit with chills and was brought to the emergency room. The fever was reportedly caused by a surgical site infection (klebsiella). The patient was also noted to have cholangitis. The patient was hospitalized for five days and was discharged with a suppository antibiotic. In the physician's assessment the patient's conditions of fever, surgical site infection, and cholangitis are not related to the wallflex biliary rx stent, but rather they are due to a previously placed plastic stent that had migrated and the wallflex biliary rx covered stent had no bearing on the patient's issues. According to the physician, there is too great a risk involved to both himself and the patient to remove the wallflex biliary rx covered stent and therefore it remains implanted. By (B)(6) 2016, the patient's condition was reported to be 'weakened, but feeling okay'. However, by the end of (B)(6) 2016, the patient experienced bloating, gas, and diarrhea and was treated with imodium. Two weeks later, the physician administered zenpep to further treat the patient's issues. Several weeks later, around (B)(6) 2016, the patient was still experiencing diarrhea so the physician administered cholestyramine as further treatment. The patient reportedly had diarrhea for four months, initially occurring 3-4 times per day and later increasing in frequency to 13-16 times per day. The physician ran a diarrhea enzyme test which produced no findings, although the physician confirmed that the patient does not have pancreatic cancer. In the physician's assessment, patient is very overweight and has multiple other medical problems that could be causing the diarrhea, unrelated to stenting. In (B)(6) 2016 the patient was admitted to the hospital and was reported to have ascites. The patient was hospitalized for five days, during which he had 7 pounds of fluid removed. The patient was discharged and continued his regimen of imodium, zenpep, and cholestyramine. On (B)(6) 2016 the patient was admitted to the hospital a second time for ascites, during which he had 11 pounds of fluid removed. The physician reported that he does not feel that the ascites was caused by an issue with the stent, as ascites is normally associated with liver problems. The patient underwent 14 radiological diagnostic tests; however, there were no findings that could explain the cause of the ascites (no pathologies, no cirrhosis of the liver). On (B)(6) 2016 the patient was discharged from the hospital and is currently on pain medication.